Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during magnetic resonance imaging (MRI) with inappropriate shocks. Upon review, the implantable cardioverter defibrillator oversensed electromagnetic interference from the MRI that led to inappropriate high voltage therapy. The device then reached the charge time limit. No intervention was performed. The patient was in stable condition.